Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is "large delayed seroma". Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported via patient representative that they "had 4 patients present with large delayed seromas, in which testing for alcl came back negative". Affected side is unknown. Device remains implanted.